Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in clinic for scheduled follow up. Upon interrogation - elective replacement indicator - had been triggered prematurely. The - eri - was cleared as instructed by technical service, without issue. The patient was stable throughout the interrogation and the patient would continue to be monitored. No additional information was available.